Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a reviewed of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011 revealed that daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29-hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the keypad was found to be torn at 'down' button; no contamination was observed under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the patient contacted animas and reported elevated blood glucose (bg) levels. The patient indicated that she had had visited her health care provider (hcp) that day and was advised to have the pump replaced. The patient claimed that there was a smell of insulin and her bg's had been erratic since (B)(6). The patient claimed that her bg's have ranged from 40 to 300 mg/dl. With the elevated bg levels, the patient claimed that she had symptoms of sweating, thirst, and ketones. With the low bg's, the patient claimed that she had symptoms of shakiness, hunger, and nausea. The patient denied observing a leakage at the site, back of plunger, cartridge, or tubing connection. The patient denied having any new medications, illnesses, or change in activity level. The pump's basal rates were correct. The bolus history matched the tdd. The pump's time and date were correct. No issue with the sites were noted. The patient admitted to having an occasional bent cannula every 2-3 months. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she could smell insulin and she developed symptoms that can be associated with a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusion can be drawn at this time.